Event description:
This was a left-sided lead extraction procedure to remove 3 leads due to recurrent positive bacteremia. Each of the leads was prepped with an lld-ez locking stylet. A 14f glidelight laser sheath was opened and prepped for the extraction. The lv lead (sjm 1058t, impl 50 months) was attempted first with advancement to the mid-svc coil on the ICD lead. The laser sheath was then used on the ra lead (mdt 4076, impl 50 months) with advancement to the mid-svc coil on the ICD lead. The ICD lead (mdt 6947, impl 50 months) was then attempted with the 14f glidelight with progress made to the same spot (mid-svc coil). A 16f glidelight was opened and used on the rv ICD lead. More progress and advancement was noted with the 16f, however towards the distal segment of the proximal coil, the patient experienced a hypotensive pressure change. Assessment of the lvad showed low flow. The cv surgeon elected to perform a sternotomy. The patient was placed on bypass and a quarter size hole was found in the svc/ra junction. The injury was repaired and the leads were all removed manually during the open procedure. The patient survived the intervention.

Manufacturer narrative:
Placeholder.